Manufacturer narrative:
Date rec'd by MFR: 17jun2019. Date of this report: 31jul2019. The blower motor was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the blower motor revealed partial delamination of sealant around the wires at the backside of the motor. The blower motor was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned blower motor passed all testing, and no errors were generated. No fault was found from testing. Although there was noted partial delamination of sealant around the motor wires, the modulation of wire position had minimal effect on leak testing performance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27mar2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the blower assembly to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit failed system leak test. The customer reported there was no patient involvement. Event date not specified; estimate used.